Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc catheter hub damaged. The following information was provided by the initial reporter: catheter was placed into patient uneventfully. Expert level rn (highly skilled/competent) was unable to thread IV tubing onto catheter. After several attempts rn inspected catheter to try to troubleshoot the problem and noticed that the flange of the catheter was defective; and missing a portion of it making it unusable. The catheter had to be removed and a new catheter had to be placed causing the patient to have unnecessary additional needle stick. 31oct2024: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Yes, patient had to have a second piv placement d/t the faulty catheter. Can you please provide an exact date of event in format dd-mmm-yyyy? 09/19/2024. Total number of occurrences? 1.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received three photos concerning the implicated 22g x 1.00¿ insyte autoguard bc shielded IV catheter from lot number 4170691. The reported issue of a damaged catheter adapter could not be confirmed from the three photographs that were provided for investigation. No damage or defects associated with the manufacturing process were identified in the images. The features observed on the catheter adapter appear to be within specification. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
No additional information.